Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
.

Event description:
It was reported that the patient believed his incision was infected. The patient indicated that the incision is black and possibly bleeding with puss. The patient later reported that the incision had a hole and had dried up. The patient indicated that he was fasting in order to remove the impurities from his body. The patient later reported that the scab fell off and the hole in the incision was gone. It was reported that there was no longer any swelling or pain. The patient was not seen by any physician as he reported that it would be "too late" as he will have moved by then. It is unknown if any trauma or patient manipulation occurred that is believed to have caused or contribute to the event. No additional relevant information has been received to date.